Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was unable to read the device. The transmitter only base pair itself and unable to read device. Rf chip issue within the device was suspected. There were no consequences to the patient.